Event description:
The patient presented to the immediate care center with pain in the left axilla area inferior and lateral to the pacer pocket site. Chest x-ray and labs were performed. Patient was then admitted to the hospital due to declining renal function and abnormal labs. Chest x-ray performed at the hospital, which showed no position change of leads since implant. Device was interrogated and found the atrial lead was non-functioning. It was suspect that a micro-dislodgement occurred because the position had not changed from immediate post op. Device was programmed to vvi 50 and the physician has no current plan to reposition lead at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.